Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 5 of 5 on the homechoice machine (hc). The home patient (hp) stated the unused line is open and they disconnected during the drain because of discomfort. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient leaving the clamp open on an unused line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.